Manufacturer narrative:
Batch records, final product and qc records were reviewed for lot cov1110074. No abnormal issue was found in manufacturing process, technical testing and quality control inspection, and the manufacturing process is complied with dmr. The test results of retained cov1110074 met the qc criterion. We have not found the complaint issue for the retained cassettes. The complaint is not verified. Please see the cpus2201125 attachment.

Event description:
False negative result(s). User reported testing with flowflex on (B)(6) 2022 and received a negative result. Tested at a clinic on (B)(6) 2022 with a rapid test and received a positive result.